Event description:
It was reported that the patient experienced blood glucose value of 589 mg/dl that was treated with a manual insulin injection. A family member later reported that the excursion had resolved, but blood glucose values had remained erratic. It was stated that the patient's physician was contacted for assistance with blood glucose management issues. There was no report of medical intervention. There has been no allegation of pump malfunction, but the possibility cannot be ruled out. Since the initial contact, there have been no other reports of adverse events or malfunctions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.